Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that sae for patient (B)(6) from investigator initiated study, dutch persona study, the patient underwent an initial tka approximately 3 years ago. Patient was experiencing patellofemoral pain and underwent an additional surgery to add a new patella button. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; a4; b4; b5; b7; d6; g3; g6; h1; h2

Manufacturer narrative:
(B)(4). Report source: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02773.

Event description:
It was reported from an investigator initiated dutch persona study that a patient experienced patellofemoral pain. Attempts have been made and no further information has been provided.